Event description:
The customer reported that the AED is displaying 'replace battery now' warning and the asi is flashing red. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the asi battery pack is dead, and the asi is flashing red. The maintenance schedule is reported as daily. Communication with the customer: the customer stated they have two battery packs (they are required to have a spare). This battery pack has a new 9v battery and when inserted, the AED does not "does not speak." It does chirp and the asi flashes red. The customer inserted the alternate battery pack, and the unit provides the audio response, but states 'replace battery now'. Both battery packs are under warranty and will be replaced via a return material authorization. A data card will be sent to the customer to download the log history file and send to the manufacturer for further analysis. There is no indication the customer is performing excessive maintenance. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.